Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. A direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the patient expired on (B)(6) 2020. The cause of death was unknown. Due to hospital policy, no further information was provided. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 lvas. This document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. Due to hospital policy, no other information was provided.